Event description:
Discordant, falsely elevated potassium results and discrepant sodium results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The discordant results were obtained on serum samples. The laboratory staff then ran plasma samples from the patients, and they resulted lower. Both patients were redrawn, the serum and plasma samples from the redraw were run, and the results matched the initial plasma sample results. The corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated potassium results or discrepant sodium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. During troubleshooting, the tsc specialist instructed the operator to run plasma and serum samples for several patients, and the plasma and serum results for all patients matched. It was discovered that the customer is not centrifuging sample tubes according to the tube manufacturer's specifications. The cause of the discordant potassium and sodium results is unknown. The cause of the sample tubes not being spun according to the tube manufacturer's specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.